Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The field service engineer inspected the device and verified the reported condition. To address the failure, the fse replaced the power switch overlay assembly and the user interface (ui) to power management (pm) printed circuit board (pcb) cable. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an alarm relevant to light emitting diode. There was no patient involvement.